Event description:
The prodcut is a cartridge used to insert a cataract lens. While inserting the lens into the patient, a crack sound was heard. Physician stopped and removed the inserted lens, a new inserter was used the lens was implanted. No harm to patient. Eye was checked under the microscope for any broken pieces of cartridge. Eye was clear and the cartridge was intact except for crack that could be seen microscopically.======================manufacturer response for iol cartridge, abbott - amo (per site reporter).======================track and trend.